Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system along with a 21mm watchman laa closure device and delivery system were used. The closure device was deployed and on the transesophageal echocardiogram (tee), a thrombus was visualized on the tip of the access system. A total of 12,000 units of heparin were given intra-procedurally. The release criteria were quickly assessed and satisfied; therefore, the closure device was released. They proceeded to aspirate with some resistance. Residual thrombus remained pinned at the septum after the access system was pulled across the septum while aspirating. The patient was extubated and remained stable with a heparin drip for 24 hours. They have since been discharged from the hospital.